Event description:
It was reported that this device recorded a code 1003, indicating the voltage is too low for the projected remaining capacity. A request was made to have data from this device analyzed. The device remains implanted. No adverse patient effects were reported. Additional information noted that technical services (ts) reviewed the device data. Data analysis identified potential high impedance within the battery. Continued monitoring was recommended.

Event description:
It was reported that this device recorded a code 1003, indicating the voltage is too low for the projected remaining capacity. A request was made to have data from this device analyzed. The device remains implanted. No adverse patient effects were reported.